Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving lioresal (2000 mcg/ml at an unknown dose) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that soon after the pump was implanted in march 2019 it flipped. The pump flip was confirmed. The pump had never been refilled and nothing else had been done with the pump since then. It was unknown if the pump was empty. On (B)(6) 2019, the patient was being taken in for a revision. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2005 explanted: (B)(6) 2019 product type catheter pro duct ID 8578 lot# serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2012 product type catheter section d information references the main component of the system. Other relevant device(s) are : product ID: 8578 lot# serial# (B)(6) ubd 2013-11-01 UDI# (B)(4) product ID: 8709 lot# serial# (B)(6) ubd 2007-10-21udi# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the pump had not gone empty. The actions and interventions taken during the revision surgery was replacement of broken it (intrathecal) catheter secondary to pump flipping. The patient¿s weight was reported as ¿? Greater than 350lbs¿ no further complications were reported or anticipated regarding the event.